Event description:
It was reported that the patient experienced an unknown sensor issue. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient suffered from a seizure. During this time the patient's continuous glucose monitor (cgm) device was reading high mgdl, no blood glucose (bg) meter comparison was taken at this time. Emergency medical service (ems) was called and when they arrived the patient¿s bg meter reading was also high mgdl. The patient stated that the cgm device had an error causing it to beep, but due to the seizure cannot recall what was causing the device to alarm. The patient reported she was treated with medications at the hospital but cannot recall any specifics. Her sensor device was removed while she was in the hospital. There was no documentation on how long the patient was in the hospital before being discharged. Attempts to reach the patient for further event details were unsuccessful. The patient was in stable condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures and hyperglycemia.